Event description:
It was reported that the patient wanted to know if this implantable pacemaker could be shut down to get an MRI. This device remains in service. No additional adverse patient effects were reported.